Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, seroma-late and rupture.

Event description:
Patient reported right side concern about the recall, "very worried", "started to feel severe pain in the breast, got some stains, eruption, burning sensation, itching and stain continues to run down the nipple.. It is a dark color", "red spots around the breast and nipples", ultrasound showed rupture, "inflamed with tumors suspected malignancy", "foreign body material was found (oily material) causing both physical and psychological damage", "giant cells", "tumor of uncertain behavior", "lymph node negative for neoplastic cells....foreign body type material (oily material), "mammary parenchyma with modification of its normal structures by extensive zones of hyaline fibrosis with steatonecrosis accompanied by dense inflammatory infiltration by lymphocytes and plasma cells with the formation of secondary germ centers...the duct-terminal units show destruction by the described inflammatory process...in other fields, groups of abundant cytoplasmic macrophages intermingled with erythrocytes and lymphocytes are identified", "intense chronic mastitis with lymphoid follicular hyperplasia associated with fibrosis and steatonecrosis", "intense acute and chronic inflammatory process", "severe chronic mastitis associated with probable implant rupture", "of inclement right breast volume associated with peri-implant fluid associated with axillary and right infraclavicular nodes", thickened skin, thickened wall, "irregular edges with multiple internal folds and peri-implant collection with an anechoic aspect with thick septa inside", probable capsule rupture, "adjacent breast tissue is observed with increased echogenicity and vascularity", enlarged nodes. The device remains implanted. Patient is taking ibuprofen and cataflam to decrease pain, and prescribed meticorten, ulsen pcs, and voltaren.

Event description:
The devices has been explanted.

Manufacturer narrative:
Mixed race. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: drainage and silicone migration.

Event description:
Patient reported right side concern about the recall, "very worried", "started to feel severe pain in the breast, got some stains, eruption, burning sensation, itching and stain continues to run down the nipple.. It is a dark color", "red spots around the breast and nipples", ultrasound showed rupture, "inflamed with tumors suspected malignancy", "foreign body material was found (oily material) causing both physical and psychological damage", "giant cells", "tumor of uncertain behavior", "lymph node negative for neoplastic cells....foreign body type material (oily material), "mammary parenchyma with modification of its normal structures by extensive zones of hyaline fibrosis with steatonecrosis accompanied by dense inflammatory infiltration by lymphocytes and plasma cells with the formation of secondary germ centers...the duct-terminal units show destruction by the described inflammatory process...in other fields, groups of abundant cytoplasmic macrophages intermingled with erythrocytes and lymphocytes are identified", "intense chronic mastitis with lymphoid follicular hyperplasia associated with fibrosis and steatonecrosis", "intense acute and chronic inflammatory process", "severe chronic mastitis associated with probable implant rupture", "of inclement right breast volume associated with peri-implant fluid associated with axillary and right infraclavicular nodes", thickened skin, thickened wall, "irregular edges with multiple internal folds and peri-implant collection with an anechoic aspect with thick septa inside", probable capsule rupture, "adjacent breast tissue is observed with increased echogenicity and vascularity", enlarged nodes, "ooze liquid from the breast and the pain is still unbearable", increased volume, ¿, silicone-containing with reinforcement of its capsule after administration of intravenous contrast, of heterogeneous intensity, with the presence of radial folds on its surface, some of them complex, with presence of subcapsular lines, sign of the eye of lock and moderate amount of peri-implant liquid¿, oval nodule, ¿at least four adenopathy are identified, which persist in the silicone suppression sequence and slightly reinforce after the administration of the contrast, with silicon infiltration data¿, ¿inflammatory adenopathy¿, ¿external capsule after administration of contrast, suggestive of capsulitis¿, simple cyst, ¿right axillary nodes (berg's level 2) with silicone infiltration data¿, "capsular rupture". The device remains implanted. Patient is taking ibuprofen and cataflam to decrease pain, and prescribed meticorten, ulsen pcs, and voltaren.